Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a serious injury occurred after use with a unspecified urine cup. The following information was provided by the initial reporter, "I have a couple of nurses that have been poked when discarding the blue lid for the urine containers. When they called it in to eir they were told this is an increasing problem in ih. Should we look at a different container for the lids to be discarded in to avoid this? Have you heard anything at the other sites? Staff went to emergency department but did not require blood work."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that a serious injury occurred after use with a unspecified urine cup. The following information was provided by the initial reporter, "I have a couple of nurses that have been poked when discarding the blue lid for the urine containers. When they called it in to eir they were told this is an increasing problem in ih. Should we look at a different container for the lids to be discarded in to avoid this? Have you heard anything at the other sites? Staff went to emergency department but did not require blood work."